Event description:
Discordant advia centaur cp troponin results were generated on one patient sample. The sample was repeated several times. The discordant results were not reported out.there is no known report of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia centaur cp instrument. Upon evaluation the fse replaced a leaking acid probe and performed probe alignments for the sample and reagent probes. The system is performing within specifications. No further evaluation of the device is required.